Manufacturer narrative:
The RMA was authorized but not received so no further confirmation or investigation of the complaint is possible. H3. Device evaluated by manufacturer? No, not returned to manufacturer . H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2021, senseonics was made aware of an incident where user experienced no sensor detected alerts resulting in an early sensor removal.